Event description:
Patient reported obtaining a blood glucose result of 866 mg/dl on the advantage meter. The device's numeric reading range is 10-600 mg/dl; values > 600 mg/dl should display as "hi." Patient did not modify therapy based on this value. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.